Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the issue occurred during the general surgery procedure happened. The procedure was completed by moving the patient to another system. The philips remote service engineer (rse) examined the system remotely and after reviewing the log it found motorized movement is unavailable during beam longitudinal frontal movement. Rse confirmed with hospital biomed that the estop was activated and no stand movements occurred. Fse attended onsite and confirmed the system was fully functional. The issue could not be reproduced. To resolve the problem, fse found that the e-stop was engaged, blocking system boot when the c-arm was cradled or out of bounds. After system was power cycled, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.